Event description:
The end user called to report a "5 beep code" on the unit's battery. This error code belongs to the abnormality of theelectromagnetic brake circuit. If it is in this state and the clutch handle is released, it will be in a non-braking state, resulting in thepossibility of rollover.